Event description:
On 12/12/84 an ipp device was implanted. Sometime in novembeer of 1985 the ipp device was revised due to "mechanical failure of the penile implant." It is uncertain which, if any, components were revised. Surgery information has not been provided at this time.